Event description:
There was no pt involved in this event. This device was failed to power up. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.